Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -8.50/6.0/099 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2024. Lens rotation was reported. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: h11- disregard initial MDR as was reported in error and n/a. Claim# (B)(4).